Event description:
During hospitalization due to myocardial infarction, the ICD device involved in this MDR report was interrogated: episodes corresponding to atrial fibrillation were stored in device memory; episodes showing ventricular oversensing were also read. A 24 hour holter ECG was performed, which showed ventricular pauses (up to 2s). Analysis of this behavior was requested.

Manufacturer narrative:
(B) (4). This event concerns a device that was mfg and used outside the united states. In response to the warning letter that the united states food and drug administration issued to ela medical (date nov 6,2009), ela is filing this MDR at this time. Review of the electronic data and files received. (B) (4). Conclusion: the oversensing episode recorded was non-sustained and, therefore, did not trigger any therapy. Although no pt files (.cso) related to the (B) (6) 2008 (24h holter ECG exam) were received, review of available data shows many evidences of ventricular noise sensing, and these noise sensing episodes area most probably at the origin of the observed ventricular pauses. Such oversensed events could result from strong external interference, specific pt activities, myopotential sensing of a ventricular lead/connector issue. None of them could be confirmed. Careful check of this oversensing phenomenon should be done during each follow up to evaluated whether the incidence of the phenomenon is increasing or not, which could be an indicator for a connector/lead problem. These checks include, but are not limited to: eval of the pacing/sensing thresholds in normal rhythm to check the stability of these thresholds. Eval of the stability of ventricular lead measurements (impedance and coil continuity). Eval of the reproductibility of the oversensing phenomenon during follow up; this includes performing real time egm/markers during pt exercises (moving the arm, breathing, coughing...) And while manipulating the case by applying a pressure on the pocket area (and more particularly on the connector area). Then, eval of the correlation of the pt environment or activities with the date and time of occurrence of the oversensing behavior might help to identify a possible source of interference. The source of oversensing should be excluded if it recurs, before any parameter reprogramming. Reprogramming "v pacing on noise" parameter to on could be evaluated to prevent the observed pauses. Reprogramming the parameters - sensitivity to a higher value (less sensitive), persistence to a higher value - can be evaluated, provided that the induction tests were performed at such higher values (to ensure proper sensing of a ventricular fibrillation).